Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device had cracked case on display window corners, minor scratched lcd window, cracked lcd window, and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error . Blood glucose value was 15.2 mmol/l. The customer stated that the device has a crack on the screen and might have been exposed to sweat. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.